Manufacturer narrative:
The date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to get into MRI mode due to high impedances on the lead. As a result, surgical intervention took place on (B)(6) 2024, where in the lead was explanted and replaced to address the issue.